Event description:
It was reported through the filing of a lawsuit that the patient alleges that the wichita fusion nail implanted during revision surgery on (B)(6) 2011 experienced "total mechanical failure". Another revision was required on (B)(6) 2012.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown wichita fusion nail. Additional information has been requested and if received will be provided in a supplemental report. (B)(4): not returned to manufacturer.

Manufacturer narrative:
The exact cause of the event could not be determined because the device was not properly identified and no additional information was provided. The returned device and medical records are needed to fully investigate the event.

Event description:
It was reported through the filing of a lawsuit that the patient alleges that the wichita fusion nail implanted during revision surgery on (B)(6) 2011 experienced "total mechanical failure". Another revision was required on (B)(6) 2012.